Manufacturer narrative:
Apoc incident # (B)(4). Other product: list, description, lot#, PMA/510k 03p88-25 cg8+ unk (B)(4). K940918, apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2021, abbott point of care was contacted by a customer regarding I-stat cg4+ & cg8+ cartridges (lot# unk) that yielded a suspected discrepant hemoglobin result of 7.7 g/dl on a patient. There was no patient information available at the time of this report. Method date time hgb hct, sysmex (B)(6) 2021 05:45 7.7 g/dl ni, I-stat (B)(6) 2021 06:00 15.6 g/dl ni. Customer presented two cartridge products but only one I-stat result. It is unknown which cartridge product is associated with the lot. There were multiple attempts for information but to no avail. The customer stated they suspect an issue with the pre analysis of the sample (pb of homogenization). However, not confirmed at the time of the report. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 25-jan-2022. The customer reported obtaining a discrepancy in hgb patient sample results between testing with I-stat cg4+ and cg8+ (cartridge lot numbers unknown) and a sysmex lab instrument. Hgb is calculated from the measured hct response per artwork 765792-00 rev. B, rev. Date: (B)(6) 2020, istat cg8+ cartridge. As hgb would only generate an erroneous result if the measured hct response it is dependent on was incorrect, hct was the focus of this investigation. A review of hct performance verification data of I-stat versus multiple reference instruments at multiple sites for clew a41 and a42 demonstrates that the overall performance of the I-stat hct is in agreement with other manufacturers. No deficiency has been determined.